Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported as a result of a surgical injury she needed a bladder stimulator and as a result the patient was querying sexual dysfunction. It was noted the hcp was wondering about the effect of interstim on sex life and weather anorgasmia had been reported as a negative side effect of the interstim. There were no further complications that have been reported as a result of this event.